Manufacturer narrative:
(B)(4). Device has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002.

Event description:
According to the hospital: high-pressure problem with the oxygenator. Oxygenator had to be changed about 20 minutes after bypass start! (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 importer- maquet medical systems usa45 barbour pond drive wayne, nj 07470. (B)(6). Maquet cardiopulmonary gmbh was requested the product back for investigation in the laboratory of manufacturer. A quadrox-I adult softline was returned. The sample was contaminated. During the visual inspection, no clots or other abnormalities on the blood inlet side and blood outlet side are detected. The dia-connector was bloody. Sample was cleaned with sodium hypochlorite and connected to the roller pump. The pressure display shows no changes. Based on this failure could not be confirmed. Further investigation is currently not possible for safety reasons. Maquet cardiopulmonary is currently in the mitigation of this issue. When further investigation steps can be executed again, these investigations will be performed and the complaint file will be updated accordingly. Sap trend search was performed (product group 31000&56000, failure code 1010 pressure rise) which came to following results: 1 additional complaint was recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: 0,48%, which is below than 1%. Due to this information no systemic issue could be determined. Device history record was reviewed. There were no references found, which are indicating nonconformance of the product in question. DHR of complete set could not be reviewed since the lot in the initial report was not correct and ssu was not able to forward the lot number. Sap search was done to obtain the lot number by dcu however the correct lot could not be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref.: #(B)(4), customer ref.:# (B)(4).